Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was making a lot of noise. This event did not occur during surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the compact air drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the motor had seized, was rough running, and defective. It was noted that the coupling shaft was broken and the motor was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, attachment coupling with attachments assessment, reverse locking mechanism function, air leak, and the power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.